Event description:
A biomed at one of carefusion's user facilities, called carefusion technical support requesting that a field service representative be dispatched to assist with a repair. According to the biomed ,while he was performing routine testing and calibration he received an error message "calibration fail" (consistently), at zero cal. The analog/digital (a/d) was 3. No patient involvement.

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the site. The field service representative checked the unit and was able to duplicate the reported event. He determined that the probable cause of the event was most likely a defective gas delivery engine. He replaced the gas delivery engine. He also characterized the exhalation valve, which brought peep within 0.3 to 0.4 cmh2o. He then ran performance checks to confirm that the unit was operating according to manufacturer specifications. The alleged faulty gas delivery engine was returned to carefusion on february 27, 2015 and is awaiting evaluation. Once evaluated, a follow up medwatch report will be submitted.